Event description:
It was reported that cadd pump had upstream sensor seal missing , during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing upstream sensor seal. The customer stated problem was duplicated. Replace upstream sensor seal. The cause of the reported problem could not be determined. Product is beyond 12 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.